Event description:
The patient had 2 model 3086 leads (from the same lot implanted as part of her trial scs system.) It was reported during a trial surgical procedure on (B)(6) 2014, the patient complained of pain in her leg. Post-operative, the patient thought the pain was subsiding; however, it began to increase. An hour after the procedure, the physician removed the right lead which did not decrease the pain. The physician then removed the left lead. However, the patient continued to complain of pain. The physician determined the patient's dural space was tight. Subsequently, the patient may consult with a neuro-surgeon as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.